Event description:
At about 2 years and 9 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the poly (10mm) with a thicker one (11mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-nov-2022: lot 188588: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.